Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, a post implant angiogram showed a slight endoleak to the aneurysm sac only in the main body bifurcate. It is unknown what the subtype of endoleak observed was , whether it was a type I, ii or IV. Heli-fx endoanchors were implanted however the endoleak persisted. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.